Manufacturer narrative:
Section a: specific patient information is unknown, requested. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through "case report: inflow cannula stenosis requiring hm3 pump exchange-hm3 parameters changes" that a 20 year old patient was transferred and underwent heartmate 3 (hm3) implantation. On postoperative day (pod) 9, the patient was discharged to a general ward. However, they continued to have fungal bacteremia and had difficulty controlling the infection. Although their cardiac function was improving, a right heart catheterization on pod 91 showed that it would be difficult to wean from the implantable ventricular assist device (ivad) therapy at the time. Until about pod 93, the hm3 was set to 5400 rpm with flows of 2.2 to 2.6 l/min and pulsatility index (pi,4.0 to 5.6), and pump output 3.0 to 3.5 w with no problems. However, after pod 94, there was a marked decrease in pump flow (around 2.0 l/min, at 6200 rpm) and power, and a marked decrease in pi. Angiography with contrast-enhanced computed tomography (CT) revealed no evidence of inflow cannula or outflow graft stenosis. Lactate dehydrogenase (ldh) was 200-300 u/l, anticoagulation was maintained at an appropriate level, c-reactive protein (crp) remained at 3-5 mg/dl, and vital signs were relatively stable. Although various tests could not reveal the cause of the decrease in flow, there was suspected inflow cannula or outflow graft stenosis because the pi was decreased. The patient underwent hm3 to hm3 exchange after pod 101. The pump body that was removed showed a very small amount of thrombus inside the inflow cannula, and a large mass of fungus was sucked inside the inflow, causing an inflow occlusion but no hemolysis. After the pump replacement, the pump stabilized at around 3.0 l/min at 4500 rpm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.